Event description:
Kit was set up on the pt in 2004. Over the course of the evening hrs, it was alleged that the kit allowed a bag of 500 cc heparinized saline to flow into the pt. The pt was in severe septic shock, and coagulopathic. Two days later the distributor received a call that the pt died of a pulmonary embolism. The dr in charge said that the delivery of 500 cc into the pt did not definitely cause death, but it did not help the pt get better.